Event description:
It was reported that during a device change out due to normal eri, an insulation anomaly was observed on the lead. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Insulation damage was noted at 32.5-33 cm from the distal end consistent with clavicle crush damage. External insulation abrasion was noted at 23.0 cm from the connector pin, consistent with lead friction to the ICD can.